Event description:
In 2009, the patient reported experiencing elevated blood glucose of 18-19 mmol/l (324-342 mg/dl) for the past couple of days. She stated that she has been bolusing through the infusion device to lower her readings. She reported that she often has to prime the infusion device due to air bubbles in the insulin cartridge. The patient stated she was at work and was not able to provide additional details. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.